Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted; tissue entwined the helix. Dried blood in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil fractured (necked down) at distal end of terminal pin, most likely during explant. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. Helix/tip of lead showed no anomalies.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged, it was confirmed via fluoroscopy. The cause was not determined. The ra lead was explanted. No additional adverse patient effects were reported.